Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-01643 for the other associated device information. It was reported to boston scientific corporation that an advantage fit system was also used during a pelvic floor reconstruction with uphold lite procedure performed on (B)(6) 2015. According to the complainant, on may 14(B)(6) 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6) 2015. Additional information received on (B)(4) 2015: on (B)(6) 2015, the patient presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. She was treated with vancomycin, zosyn, and bactrim and the events were resolved at discharge on (B)(6) 2015. On (B)(6) 2015, the patient experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015. Additional information received on october 27, 2015, november 4, 2015 and november 18, 2015: on (B)(6) 2015, the subject presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. On (B)(6) 2015, the subject experienced nausea and chills. The subject presented to the emergency room and was treated with ondansetron. The events resolved on (B)(6) 2015. The subject experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015. During this time she was treated with vancomycin, zosyn, bactrim, septra, and ceftin; and the events finally resolved on (B)(6) 2015. The investigator assessed the sirs as severe, pelvic floor related, possibly related to the procedure, and possibly related to the mesh. On (B)(6), 2015, the subject presented with clostridium difficile colitis. She was treated with flagyl and the event resolved on (B)(6) 2015.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-01643 for the other associated device information. It was reported to boston scientific corporation that an advantage fit system was also used during a pelvic floor reconstruction with uphold lite procedure performed on (B)(6) 2015. According to the complainant, on may 14, 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6) 2015. Additional information received on july 20, 2015 and july 31, 2015: on (B)(6) 2015, the patient presented to the emergency department with fever and malaise. She was ultimately diagnosed with systemic inflammatory response syndrome (sirs) and a lower urinary tract infection. She was treated with vancomycin, zosyn, and bactrim and the events were resolved at discharge on (B)(6) 2015. On (B)(6) 2015, the patient experienced nausea. She was treated with ondansetron and the event resolved on (B)(6) 2015.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report #3005099803-2015-01643 for the other associated device information. It was reported to boston scientific corporation that an advantage fit system was also used during a pelvic floor reconstruction with uphold lite procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced urinary tract infection. The patient was treated with macrobid and the event resolved on (B)(6) 2015.